Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found no anomaly. When tested with a control implantable neurostimulator, both devices functioned properly throughout the duration of the long term monitor test (100 hours). Both devices were set to the parameters the explanted device had when received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the system was explanted.

Event description:
It was reported the patient¿s implant and lead were defective and known to be for some time. It was noted the issue started four months after implant. It was reported the stimulator had turned itself on twenty times since implant. It was noted the patient experienced a pinching sensation at the implant site if the patient bent over. It was reported an x-ray and tests showed something was wrong with the device. It was noted the patient shut their device off for three weeks in february.